Manufacturer narrative:
One full shelf carton (50 units) of safetyglide needles from batch #6001842 (p/n 305916) were received by bd canaan. Mixed product defect was confirmed. This complaint was confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. A situational analysis and CAPA exists. No further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Refer to situational analysis (B)(4).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by a consumer that some of the 25 g x 1 in. Bd safetyglide¿ needles were found to be 5/8¿ needles. There was no report of injury or medical intervention.